Manufacturer narrative:
(B)(4). Batch #t5ch59. Investigation summary: upon visual inspection of two photos, the following was observed: the first photo shows a green reload from the proximal end and the pan can be seen dislodged from the right side and the sled in home position. The second photo shows a green reload from the pan area and the pan can be seen dislodged from the right side with some drivers missing. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. The analysis results showed that one gst60g cartridge reload was returned unfired with five double drivers missing, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from right proximal side. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during laparoscopic radical resection of rectal cancer surgery, the staff opened the packaging and noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.